Event description:
This report is filed as a one year follow-up visit was performed after the implantation of the device and the listed deaths may have possibly occurred after the (B)(6) 2013 us approval of the mitraclip device. Therefore, this event will conservatively be reported. It was reported through a research article identifying the mitraclip, that the device may be related to post procedure deaths. Individual patient or procedure information was not provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. This event was captured based on review of the article afterload mismatch after mitraclip insertion for functional mitral regurgitation [fmr]. There was no reported device malfunction associated with the cds. This event was reviewed by an abbott vascular senior medical advisor. It was noted that temporary left ventricular dysfunction, secondary to afterload mismatch, occurs in a consistent number of patients with fmr undergoing percutaneous mvr with the mitraclip system. However, this phenomenon is transient and does not imply any difference in operative and long-term outcome. Interestingly, persistence of extreme left ventricular dysfunction (lvef less than 17%) is significantly associated with long-term survival. The study suggests that the significant decrease in lvef in the postoperative period in these patients is because of an abrupt increase in lvess after mr correction, probably because of absent or reduced contractile reserve. According to the data presented, in patients developing acute left ventricular dysfunction, systolic pulmonary pressure does not decrease and rv dysfunction persists or develops. The volume-overload state in chronic mr leads to a progressive impairment in myocardial contractility; myocardial dysfunction is masked by the low-impedance leak into the left atrium that allows the left ventricle to unload throughout the systole. After surgical correction of mr, the total stroke volume must be ejected into the high impedance of the aorta, producing afterload mismatch with a sharp decrease in the postoperative lvef. Such a condition has been associated with persistence of symptoms and postoperative death. Therefore there is no implication or allegation made against the mitraclip in terms of device deficiency or malfunction in causing death, but it is more likely that death is associated with the underlying cardiac condition which includes absent or reduced lv function as stated above. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.